Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was unable to move right leg after a laminectomy procedure. The patient still has feelings on right leg. Physical therapy was ordered to help regain movement in the right leg.